Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The staples but will not eject. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The staples appeared to be slightly misaligned. The stapler was returned with 22 staples left in the cartridge indicating that at least 13 staples have been fired by the end user. Reference files (B)(4). An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, no staple fired. A few more attempts were made but no staples fired. The stapler was disassembled and it was found that the pawl was missing from the assembly. This prevented staples from being fired from the device. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple closure, the trigger must be squeezed all the way in." Non-conformance 60038620 was initiated to further investigate the complaint. The reported complaint of "staples stuck in unit" was confirmed based upon the sample received. The stapler was returned with the staples slightly misaligned at the distal end. During functional inspection, no staples were able to be fired. The sample was disassembled and it was found that the pawl was missing from the assembly. This would make it difficult for the staples to fire properly. The stapler was returned with 22 staples left in the cartridge indicating that the stapler was fired at least 13 times by the end user. The probable cause of this complaint issue is manufacturing related. Non-conformance 60038620 has been initiated at the manufacturing site to further investigate.

Event description:
The staples but will not eject. The patient's condition was reported as fine.